Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level which resulted in the customer being hospitalized. The bg value was not provided. While at the hospital it was determined that the customer was experiencing a high sedimentation rate and a fever. The customer used insulin pens to correct bg, but otherwise no treatments were administered at the hospital. The customer left the hospital later that day. The customer alleged that the pump had not been delivering insulin; however, during the loading process, the customer observed insulin being delivered by the pump. No alerts or alarms were received at the time of the event. No issues with the pump were identified, so the cause of the high bg could not be determined. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer will continue to use pump for insulin therapy.